Event description:
The pt stated that she has experienced elevated blood glucose between the hours of 10am and 4pm for approx one month. She stated that she spoke with her physician and her basal rates were increased during those hours. She stated that she does not believe the infusion device is delivering insulin during those hours. Her blood glucose measured 265 mg/dl prior to the report. Her normal blood glucose range is 90-115 mg/dl. The pt switched to another infusion device 2 hours prior to the report. Upon follow up in 2007, the pt stated that she continues to experience elevated blood glucose between the hours of 10am and 4pm but not "as extreme". She stated that she is not confident that the primary infusion device is working properly. Product was replaced and requested to be returned for evaluation.